Manufacturer narrative:
Eval results and conclusion: our internal investigation determined that -based on the observations made above; the event details and media (i.e video and pictures) provided by (B)(6); and direct physician's feedback - the potential root causes for the difficult sheath removal and eventual breakage of the sheath may be attributed to (1) severe / large calcification within the vessel that trapped the sheath during removal and (2) excessive force utilized in attempting to remove the sheath from the pt ultimately resulting in the sheath breakage. The heavily calcified artery's luminal vessel diameter and sheath size selection may have resulted in the sheath becoming wedged or stuck within the artery and creating significant resistance upon sheath removal. Furthermore, this occurrence may have stressed the artery causing the vessel to spasm which may result in add'l forces against the sheath adding to the sheath removal resistance. These potential root causes are consistent with the potential failure modes of this device, which have previously been identified, addressed, and mitigated by thorough device qualification testing during the design eval. Given that no specific device defect could be identified, it has been concluded that the device performed as intended; therefore, no immediate corrective action can be taken at this time. Nevertheless, it is highly recommended for the user to reference the product's "instructions for use" which states that "it is highly recommended to verify that the size and condition of the vessel is appropriate for the size sheath chosen" and "if resistance is met when advancing or withdrawing the guidewire or sheath, determine the cause by fluoroscopy and correct before continuing with the procedure." Referencing the "instructions for use" prior to use will help identify the appropriate procedural steps and size selection in order to achieve optimum device performance.

Event description:
Original info received (B)(6) 2012. During the procedure a solopath torn off. As far as we heard in the meanwhile, the part of device, which remained in the pt, was successfully surgically removed and the pt is doing well. Add'l info received (B)(6) 2012. According to the cath lab report, the solopath got deformed whilst withdrawal in the distal part, apparently the distal part separated from the device. Complete withdrawal could not be finished, so the physician decided for surgical removal by vascular surgeon. Add'l info received (B)(6) 2012. Summary of the meeting with dr (B)(6): procedure: tavr. Valve: edwards sapien 26 mm valve. Introducer sheath: solopath (B)(4). Dr (B)(6) has chosen the solopath over the edwards e-sheath because although the vessel was 7 mm there was a heavy calcification high in the iliac artery. Insertion of the solopath was smooth. Expanded the solopath for 1 minute at 20 atm. Solopath looked fully expanded on fluoroscopy. Insertion of the sapien delivery system through solopath was consistent with conventional sheath or e-sheath. Sapien delivery system could be smoothly removed. Removal of solopath: dr (B)(6) felt resistance, pulled harder, saw the vessel move on fluoroscopy, then the solopath broke about 10 cm below the tip. His explanation was that the solopath got stuck in the big calcified plaque. Dr (B)(6) put over the wire a balloon in the iliac vessel, stabilized the pt and the remaining part of the solopath was surgically removed.